Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek, however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
A nurse at our call center received a call from the customer on (B)(6) 2014 requesting information on material composition for a micro quick anchor, product code 212865, as they had a patient who was exhibiting some sort of allergic reaction post-surgery. The following additional information was received from the customer on (B)(6) 2014; the female patient had right thumb surgery on (B)(6) 2014. The patient exhibited a rash during a follow-up with the doctor on (B)(6) 2014. On another follow-up with the doctor on (B)(6) 2014 the patient notified them that after seeing an allergist it was determined she had a sensitivity to nickel. The anchor is still in the patient, they are awaiting a blood test to determine whether or not the device will be removed from the patient.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. From the complaint history, it seems that this failure is an anomaly and an isolated incident. No further information has been provided till date about patient's condition or the event details. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A nurse at our call center received a call from the customer on (B)(6) 2014 requesting information on material composition for a micro quick anchor, product code 212865, as they had a patient who was exhibiting some sort of allergic reaction post-surgery. The following additional information was received from the customer on 6-17-14; the female patient had right thumb surgery on (B)(6) 2014. The patient exhibited a rash during a follow-up with the doctor on (B)(6) 2014. On another follow-up with the doctor on (B)(6) 2014 the patient notified them that after seeing an allergist it was determined she had a sensitivity to nickel. The anchor is still in the patient, they are awaiting a blood test to determine whether or not the device will be removed from the patient.